Manufacturer narrative:
Previously reported: the manufacturer received information alleging a ventilator service required condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer complaint was confirmed. Vent check error message battery not charging. Replaced detachable battery to resolve. Additional findings dc power connector cable damaged and was replaced. The device passed all test.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator service required condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.